Event description:
Reporter indicated that device was explanted due to lack of efficacy. Further investigation revealed that pt had a slight improvement in seizures, then had no change, then an increase in seizures over time. Product analysis revealed a break in the lead tubing and negative lead coil.